Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on evaluation, there was visible moisture behind the display lens. The pump powered on with audio and vibration and the display working; however, after several minutes, the display is flashing and no information is readable. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons are intermittently responsive when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of the buttons. A leak test was performed and the pump failed the test with a crack in the case at the top right of the display lens. The pump was opened and revealed moisture on the printed circuit board assembly, the power terminals and the keypad flex connector area. Complete testing of the pump was not possible due to moisture damage.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that after water exposure the keypad buttons were unresponsive. The patient denied any damage to the pump. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. This report is made based on the allegation of the keypad response issue.